Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography with the subject device, when the user straightened the insertion tube of the subject device (stretch manipulation), the duodenum of the patient was perforated. The user canceled the procedure and is watching the state of the patient. The user has reported that there is no problem with the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the device was not available for investigation, olympus medical systems corp. (Omsc) couldn't conclusively determine the root cause of the reported event. The manufacturing history (DHR) shows that the device met its specification.